Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. A revision was performed and the crt-d along with the right atrial (ra) lead and right ventricular (rv) lead were explanted while the left ventricular (lv) lead was left in service. Moreover, the previously capped right ventricular (rv) lead remained capped. There were no additional adverse patient effects reported. These explanted products will not be returned. Ai indicates that the entire system has been explanted and the patient was treated with intravenous antibiotics. Additional information from the field indicated that the lead was damaged during extraction. Laser extraction was used and the lead was explanted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.